Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they needed to get in touch with a representative in their area to possibly adjust their stimulator. Patient said they hadn't had the stimulator adjusted in several years, but noticed stimulation wasn't helping as much and needed to be adjusted a couple months ago. Patient also said the implant didn't seem to be holding a charge as long either, which they noticed probably about a month ago. Agent asked, patient said they had not tried increasing or changing intensity on their own. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.